Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this event is attributable to patient condition, and no problem is alleged with the device.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ulnar component. Unknown humeral component. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 05884 , 0001825034 - 2017 - 05885. The device will not be returned for analysis, as it remains implanted; however, an investigation has been initiated. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that patient underwent a tendon rupture repair 11 years post-implantation. Operative report indicates no implant failure. Attempts have been made and additional information on the reported event is unavailable.